Event description:
New information noted the patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was exhibiting over-sensing noise and low pacing impedance. On (B)(6)2023 the atrial lead was capped, and new lead was implanted. The patient condition was unknown.